Event description:
It was reported that there was intermittent far-field r wave oversensing seen on the right atrial (ra) lead during a recorded non-sustained ventricular tachycardia episode while programming the patient's device for magnetic resonance imaging (MRI). The ra lead remains in use, with no intervention required as this oversensing episode was seen in one instance. The ra lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.